Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had ¿some urgency¿ on the day they had an otreoscan about a week prior to this report. It was noted the patient's urgency had subsided since then. It was further noted the patient had a colonoscopy coming up.